Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard failed and user was unable to login to get medications for patients. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident it was determined that the keyboard faulty and customer could not login to get medication. A technical support specialist tss noted that the customer requested case closure. The tss called and spoke with the customer who confirmed that the issue had been resolved after a station reboot. The case was updated accordingly and then closed. The system functioned as intended after the customer resolved the issue.